Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical product: ddbb2d1 ICD implanted: (B)(6)2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to hearing a device alarm. The patient's right ventricular (rv) lead had lead integrity alert (lia) triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic) as well as there was oversensing, noise and fracture. The patient's right atrial (ra) lead had oversensing, noise and fracture. The patient was admitted to the hospital. Both leads were reprogrammed off. No patient complications have been reported as a result of this event.